Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported of conflicting readings¿fingerstick showing blood glucose (bg) level at 424 mg/dl while the ilet displayed 39 mg/dl. Attempts to calibrate failed, so a new dexcom g7 sensor was applied, but it later failed as well. Fingerstick continued to read high, with later values of 550 mg/dl and 471 mg/dl. The agent advised following fingerstick results, disconnecting from the pump for two hours after manual injections, and to use manual therapy until new sensors are available. The user has no more sensors and was provided dexcom's contact information. She understood to manually enter bg values when prompted and to contact her healthcare provider for insulin dosing guidance. The patient was out of bg range for 90+ minutes. The user felt tired, thirsty and hungry during the event. However, no medical intervention reported at the time of call.